Event description:
The account alleged the nurse call was not functioning. No patient impact.

Manufacturer narrative:
The technician found a bent pin in the communication cable. The technician straightened the pin to resolve the issue.